Event description:
During a coronary drug eluting stenting treatment procedure, the catheter kinked. The lesion being treated was located in the severely tortuous circumflex artery. The lesion was predilated and the physician advanced a taxus express2 2.5 x 12 mm drug eluting stent on the wire and the hypotube and distal end of the stent balloon shafted kinked. The device was removed and the procedure was completed with another taxus express2 stent. There were no reported patient complications. The patient's status is reported as good.